Manufacturer narrative:
Product analysis results: visual and optical examination identified that the shaft of the driver has been broken at approximately the center of the shaft. A microscopic review of the fracture is consistent with material failure from bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to spinal stenosis. Intra-op, while tightening the set screws the inner shaft of the driver was broken just above the tapered midsection of the driver. No fragments of the device remained inside the patient. There were no patient symptoms or complications as a result of this event.